Manufacturer narrative:
Unomedical hereby submits this initial report as part of its complaint remediation activities conducted under a CAPA 2356421 and CAPA 2566479 in accordance with the FDA action plan, which incorporates (B)(4) (ic retrospective complaint review) and (B)(4) (ic retrospective MDR review). This submission includes a retrospective reassessment of previously evaluated complaints. Unomedical is providing this supplemental information in accordance with the reporting requirements set forth in 21 cfr part 803. Any fields left blank indicate that the information is unknown, unavailable, or remains unchanged imdrf cause investigation code: code b24 is not available in database to capture event history log review additional information - this medical device report (MDR) is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary. Complaint investigation results: electronic quality management system (eqms) search: a query was run in the eqms on 27-mar-2026 against "lot number 6013469 and similar malfunction code(s): leak between tubing and site connector - detachment / significant wetness, leakage from connection between the tubing connector and the infusion set (cannula part/base piece) tubing detached from tubing connector tubing connector is cracked, split, deformed, leakage may occur the review confirmed that lot 6013469 and the identified failure mode are not associated with any non-conformance report (ncr) or corrective and preventive action (CAPA) of the same or similar nature. Similar complaints search: a query was run in the eqms on 27-mar-2026 against "lot number" criteria equal 6013469 and similar malfunction codes leak between tubing and site connector - detachment / significant wetness. Leakage from connection between the tubing connector and the infusion set (cannula part/base piece) tubing detached from tubing connector tubing connector is cracked, split, deformed, leakage may occur the count of complaint is 1. The complaint numbers are compliant (B)(4). Device history record (DHR) review: the lot 6013469 was manufactured according to the work instruction (wi) version 82 and manufactured in the multivac 12, on 29-may-2025, with a total of (B)(4) units. The sub-assembly. Gluing of tubing of the lot 5e03439 was manufactured according to the wi version 42 and manufactured in the gluing machine 04 -08, on 27-may-2025, with a total of (B)(4) units. The sub-assembly. Gluing of tubing of the lot 5e03435 was manufactured according to the wi version 42 and manufactured in the gluing machine 04 -08, on 26-may-2025, with a total of (B)(4) units. The sub-assembly. Gluing of tubing of the lot 5e03432 was manufactured according to the wi version 42 and manufactured in the gluing machine 04 -08, on 24-may-2025, with a total of (B)(4) units. The sub-assembly. Gluing of tubing of the lot 5e03440 was manufactured according to the wi version 42 and manufactured in the gluing machine 04 -08, on 29-may-2025, with a total of (B)(4) units. The device history record (DHR) was reviewed in accordance with applicable procedures. All required in-process and final tests were completed and met specified requirements. No deviations were identified, and no maintenance events were recorded that relate to the complaint code. Conclusion: DHR review supports compliance with manufacturing and quality requirements; no issues noted. Visual evidence review: no photo was provided to support visual confirmation of the reported issue. Conclusion: unable to perform visual verification; assessment based on available documentation only. Conclusion summary of complaint investigation: based on the investigation, no further investigation is required. The record will be closed and monitored through tracking and trending per wi (monthly trips and alerts). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.

Event description:
It was reported that patient experienced issue with infusion set as tubing came apart on (B)(6) 2025.